Event description:
There was an allegation of questionable results from the cobas pure e 402 analytical unit. Example 1 initial hiv duo result was 23.7 coi (reactive), and the repeat result was 0.212 coi (non-reactive). Example 2 initial cea result was 35.1 ng/ml, and the repeat results were 0.457 ng/ml and 0.401 ng/ml. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The hiv duo reagent lot number was not provided. The cea reagent lot number was 850670. The expiration dates were not provided. The field service engineer found the procell and sipper syringes were contaminated, and the sipper was dirty. He determined the customer had not performed the maintenance action of cleaning of sipper nozzle. The investigation determined the event was due to incomplete maintenance of the analyzer.